Event description:
It was reported by the sales rep that following either a lumbar or cervical procedure the distal end of the catheter broke off and the wire coil came out of the bottom side. The remaining piece of the catheter was removed by the physician in his office.

Manufacturer narrative:
The catheter involved in the reported event was evaluated. The break pattern on the catheter is an indication that the catheter may have been pinched or caught on something. Further investigation found that the catheter may have been sutured in place and may have been placed slightly under the muscle. This is consistent with the break pattern on the returned catheter.